Event description:
It was reported that the patient presented to the clinic for a follow-up visit following a recent implant. It was noted that the pacing impedance on the right ventricular (rv) lead was high, the pacing threshold was increased, and there was a high number of v-v intervals. A connection issue was suspected. A revision procedure was scheduled. The pocket was reopened and lead was removed from header of the implantable cardioverter defibrillator (ICD). It was noted that the lead pin was not completely pushed into the header, it was unscrewed, pushed in all the way through, and screwed back in. The ICD and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.